Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unk - drill bits: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, patient underwent revision surgery due to infection. Patient was also put on antibiotics. Screws had pulled out due to the large forces on the plates and screws. The maxillary plates are prone to infections because the osteotomies don't set. The plates are large to compensate for the distances that they need to be moved and forces they need to overcome to prevent death from sleep apnea. The surgeon suggested that the loosening of the screws could be caused by thermal injury to the bone from the drill and the drill guide. This is report 1 of 2 for (B)(4) and covers the intraoperative event of injury. The postoperative infection and screw migration are captured under (B)(4). This complaint involves two (2) devices. This report involves one (1) unk - drill bits: trauma. This report is 1 of 2 for (B)(4).